Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-3680 fibertak button implant system had the anchor pull out during a bicep tenodesis case. They opened a new kit to complete the case. There was a four minute case delay due to the issue there were no adverse effects on the patient. This was discovered during a bicep tenodesis procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 02/11/2025: the anchor and suture was removed from the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.